Manufacturer narrative:
Follow-up #1 date of submission 09/06/2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a visual inspection indicated no damage found to the cartridge compartment or cartridge cap. The returned cartridge cap was found to tightly secure to the pump. The reported complaint was unable to be duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device history review: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2012, the patient contacted animas alleging that the cartridge cap has come loose twice in the past two weeks. There were no reported blood glucose excursions as a result of the alleged malfunction. There was no reported damage to the cartridge cap; however, troubleshooting indicated that the cartridge cap was greater than six months old. The user guide and warranty information instructs the user to change the cartridge cap every six months. This complaint is being reported because a loose cartridge cap can affect insulin delivery.